Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "pump turn off" was reproduced. A review of the history log revealed "improper shutdown!" Message recorded in the log occurred on (B)(6) 2023 at timestamps 15:55 and 17:49. At 15:55, the user powered up the pump on battery power, a "battery alert!" Occurred upon power up and an "improper shutdown!" Message was displayed when the pump was powered on again. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a worn battery gasket, causing intermittent connection with the battery pins. The battery gasket requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off upon device power up in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.